Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Implants were given to pt. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that stem/body had subsided from previous surgery, surgeon could not dis-assemble the body from the stem to address limb length.